Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14 mar 2022 / serial#: (B)(4) UDI #: (B)(4). Mfg date: 01 oct 2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless pacemaker, the tether was loose which resulted in the device moving forward in the cup when flush was done. The physician pulled back the device into the cup using the tether. The device remains in use. No patient complications have been reported as a result of this event.